Event description:
It was reported that the left ventricular (lv) lead was surgically abandoned due to an unknown product issue. The lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the left ventricular (lv) lead was surgically abandoned due to an unknown product issue. The lead was replaced. No additional adverse patient effects were reported. Additional information received from the field indicates the lead had dislodged. As a result, the lead had high capture thresholds and a suboptimal pacing location.